Manufacturer narrative:
Devices could not be returned for evaluation. No photographs, video or imagery were provided for evaluation. A device history review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿valve ¿ regurgitation-central leak¿ or ¿valve ¿ placement too ventricular¿ for the relevant work order. A review of complaint history reveals that the occurrence rates did not exceed the september 2017 control limits for trend categories ¿regurgitation¿ and ¿malposition¿. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Due to no device and/or relevant imagery being returned for evaluation, the complaints of ¿valve ¿ regurgitation-center leak¿ and ¿valve ¿ placement too ventricular¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the IFU, device malposition and central regurgitation are the potential adverse events associated with bioprosthetic heart valves and the transcatheter pulmonic valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation, including malposition of the valve, impingement of a leaflet due to the guide wire, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment. All of these factors have the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency. As noted in the complaint description, the final position of the valve was distal to the intended landing zone at the location of the pulmonic valve. The valve landed in the rvot, and was post dilated twice to ensure stability in the rvot. Additionally, it was reported that prior to valve deployment, the delivery system and valve was removed from the patient due to a failure of tracking over the wire into the lpa on initial attempt. The valve was then removed from the delivery system, and remounted on a separate delivery system for the procedure. The re-use of the post-retrieval valve is prohibited per instructions listed in the training manual and presents the risk of damaging the valve due to additional mounting and crimping activities. Furthermore, the leaflets of the valve may have already been damaged due to the valve being kept in crimped profile for too long (exceeded the 15 minutes guidance per IFU) prior to remounting onto the second delivery system. This may affect the overall performance of the valve and result into the reported event. As such, procedural factors (re-use of post-retrieval valve, device malposition, and post-dilatation) most likely contributed to this complaint event. Due to no device and/or relevant imagery being returned for evaluation, the complaints of ¿valve ¿ regurgitation-center leak¿ and ¿valve ¿ placement too ventricular¿ were unable to be confirmed, and no manufacturing non-conformance were identified during the evaluation. A review of DHR, complaint history, lot history, and manufacturing mitigation did not provide any indication that manufacturing non-conformances contributed to the complaint event. Available information suggests that procedural factors (re-use of post-retrieval valve, device malposition, and post-dilatation) may have contributed to the reported event.

Manufacturer narrative:
Additional information: during the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. Available information suggests that procedural factors (re-use of post-retrieval valve, device malposition, and post-dilatation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information: approximately 4 months post implantation of a 29mm sapien xt valve in the pulmonic position, a 2nd 29mm sapien 3 valve was deployed. In addition, per report, the team believes that that the central regurgitation was a "leaflet issue".

Manufacturer narrative:
(B)(4) investigation is underway.

Event description:
As reported by a field clinical specialist, during a pulmonic case via transfemoral approach with a 29 mm sapien xt valve, the valve was unable to be aligned on the balloon and the valve was deployed distal to the intended location. Moderate central regurgitation was observed and the patient is to be monitored and to be brought back in 6 months for implant with sapien 3 valve or sapien xt valve. During the first attempt to implant the 29 mm sapien xt valve, after the valve exited the sheath and upon successful alignment, the valve was unable to track over the wire into the lpa. The first delivery system and the valve were removed. The valve was removed from the first delivery system and was felt to be adequate for use. The valve was remounted on a second delivery system. The wire was rerouted to the rpa and a gore 24 fr. Dry seal sheath ¿ 65 cm was inserted to straighten the anatomy for delivery. The delivery system advanced through the sheath and alignment was successful; however, unable to fully accomplish the fine alignment. The valve alignment and/or flex tip retraction were attempted multiple times to correct issues. A lot of tension was experienced and the system was torqued and heavily manipulated to accommodate for patient factors. The fine alignment knob was reset multiple times and moved the entire device both proximal and distal to different locations to re-attempt fine alignment. The final position of the valve was distal to the intended location of the pulmonic valve. The valve landed in the rvot and was post dilated times twice to ensure stability in the rvot. Moderate central regurgitation was observed.